Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient was unsure of the exact date but issues have occurred since (B)(6) 2022 that the infusion set's tubing becomes detached from the insertor prior to insertion. The patient's blood glucose level was between 80-200 mg/dl at the time of the event. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.